Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008; inratio: 2.9; lab: 5.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.9; lab: 5.9; mean: 4.4; confident limits: 2.5-6.5. Inratio and lab value are within in the confident limit. Per the internal procedure (rev.2) no investigation is needed, if the inratio and lab are within the confident limit.